Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room. Upon interrogation of the pulse generator, backup operation due to event over flow was noted. The patient felt asynchronous pacing during the backup. There is a history of the pulse generator entering backup operation due to the same cause over the past year. The device was reprogrammed to the original settings. The patient was discharged.